Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, and insulation damage was discovered. It was suspected that the damage was caused by the patient's active lifestyle. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.